Event description:
A malfunction was reported on a pump while the patient was changing her cartridge. The customer¿s blood glucose level did not exceed 500 mg/dl, which indicates there was no adverse impact. Technical support provided information to reset the pump, and after resetting, the malfunction code did not recur. The customer was able to continue using the pump and was advised to call back if any malfunction code recurred.